Event description:
A device report from synthes gmbh provides information from a facility in (B)(6) regarding a matrix locking cap. It was reported that the locking cap became dislocated. No further information was provided. This is report #3 of 3 for the same event.

Manufacturer narrative:
The device was used for treatment, not diagnosis. An investigation and device history records review could not be completed and no conclusion could be drawn as no part or lot number was provided and the device was not returned.